Event description:
Report of explant of device system received per annual device tracking report. Information received included - explant due to "wound infection;" symptoms included redness, erythema, and increased site tenderness; patient outcome was reported as "good." No response received from request for additional information about this event. A supplemental medwatch will be filed if additional information becomes available.